Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a high blood glucose value of 437 mg/dl. Customer's other blood glucose value was 355 mg/dl. Customer reported insulin pump system has not been in use within 48 hours of reported high blood glucose event. The customer was treated with insulin pump. Based on customer report customer did not allege insulin pump was under delivering. It was unknown weather customer was using auto mode or not. The device will not be returned for analysis.